Event description:
It was reported that for the past week, patient¿s stimulation had not been working properly in their right leg. It was explained that they will get stimulation and then it will go away, repeatedly. Patient had tried making adjustments, but it did not resolve the issue. It was reported that stimulation was working in the patient¿s left leg.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).